Event description:
This is a spontaneous case report received on 03-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2015. The plaintiff suffered from severe pelvic pain, hair falling out and extreme menstrual changes. In (B)(6)-2015, she had to have a hysterectomy as a result of essure. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterectomy approximately one month after essure placement. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. The events hair falling out and extreme menstrual changes were also reported. This case was regarded as incident, since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / severe and persistent pain'), intestinal obstruction ('intestinal obstruction / bowel obstruction') and crohn's disease ('crohn's disease') in a 33-year-old female patient who had essure (batch no. C06522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, gravida ii, parity 2 ((B)(6) 2013 and (B)(6) 2014) and pre-eclampsia (during first pregnancy). She had non-bleeding internal hemorrhoids. Concurrent conditions included chest pain, shortness of breath, lightheadedness, dizziness, intermittent fever, fruit allergy, penicillin allergy, sulfonamide allergy, colitis, ileitis, smoker, allergic reaction to analgesics and exposure during breast feeding. Concomitant products included buspirone and clonazepam since 2016 for anxiety, cyclobenzaprine for anxiety and panic attacks, dicycloverine (dicyclomine) and omeprazole for chronic gastritis, prednisone for inflammation, lidocaine since 2016 for joint pain, hydrocodone bitartrate;paracetamol (norco) and tramadol hydrochloride for pain management as well as adalimumab (humira), diphenhydramine hydrochloride (diphenhist), ibuprofen, nystatin and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("allergic to nickel or any other component of essure(nickel and trace metals in pelvic area)/ hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"), 11 days after insertion of essure. On (B)(6) 2015, the patient experienced crohn's disease (seriousness criteria hospitalization and medically significant). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("extreme menstrual changes") and alopecia ("hair falling out / hair started falling out"). In (B)(6) 2016, the patient experienced intestinal obstruction (seriousness criteria hospitalization and medically significant). In 2016, the patient experienced hypertension ("hypertension"). On (B)(6) 2016, the patient experienced panic attack ("panic attacks"). In (B)(6) 2017, the patient experienced arthralgia ("hip and joint pain / excruciating joint pain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("stopped bleeding/blood clots / passed clots"), investigation noncompliance ("she did not undergo essure confirmation test "), dysmenorrhoea ("have uncontrolled cycles with very painful cramping"), abdominal distension ("her intestines swelled to the point of the opening being the size of a bb"), abdominal pain ("abdominal pain / lower abdomen on both sides(stabbing pain worse than childbirth)/ experienced stabbing pains in both sides of abdomen"), menorrhagia ("excessive menstruating"), dyspareunia ("intercourse was painful"), joint range of motion decreased ("could not bend over due to pain"), vulvovaginal swelling ("vagina swollen"), vulvovaginal discomfort ("vagina irritated"), vulvovaginal erythema ("vagina red"), abdominal tenderness ("stomach was tender to the touch"), burning sensation ("burning"), depression ("claim that essure worsened a previously existing injury/condition: anxiety and depression"), spinal pain ("spinal pain"), neck pain ("neck pain"), migraine ("migraines/ mid-back, migraines"), pain ("all over body pain(stabbing pain and unable to move)"), anxiety ("caused or aggravated any psychological condition mental anguish suffering associated with myphysical injuries"), galactorrhoea ("lactating"), breast pain ("breast pain"), breast swelling (" breast swollen"), discomfort ("unable pickup my 21 moth old child") and enteritis ("intestine inflammed "). The patient was treated with mesalazine (pentasa) and surgery (salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, intestinal obstruction, crohn's disease, investigation noncompliance, menstrual disorder, allergy to metals, abdominal pain, dyspareunia, joint range of motion decreased, vulvovaginal swelling, vulvovaginal discomfort, vulvovaginal erythema, abdominal tenderness, burning sensation, hypertension, depression, fibromyalgia, spinal pain, neck pain, anxiety, breast pain, breast swelling, discomfort and enteritis outcome was unknown, the genital haemorrhage, arthralgia, alopecia and pain was resolving, the dysmenorrhoea and menorrhagia had not resolved and the abdominal distension, migraine and galactorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, breast pain, breast swelling, burning sensation, crohn's disease, depression, discomfort, dysmenorrhoea, dyspareunia, enteritis, fibromyalgia, galactorrhoea, genital haemorrhage, hypertension, intestinal obstruction, investigation noncompliance, joint range of motion decreased, menorrhagia, menstrual disorder, migraine, neck pain, pain, panic attack, pelvic pain, spinal pain, vulvovaginal discomfort, vulvovaginal erythema and vulvovaginal swelling to be related to essure. The reporter commented: approximate weight at the time of essure placement: 178 lbs discrepancy noted in date of removal (B)(6) -2015 and (B)(6) 2015. Diagnostic results: within 72-hours of the essure placement and had CT scans and x-rays. She never had the dye test as a result, xr chest pa/lat 2 view electrocardiogram - 12 lead on (B)(6) 2015, findings revealed normal intrauterine anatomy and both tubal ostia visualized. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : new reporter and event breast pain breast swollen, unable pickup my 21 moth old child, intestine inflamed ,added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / severe and persistent pain'), intestinal obstruction ('intestinal obstruction / bowel obstruction') and crohn's disease ('crohn's disease') in a 33-year-old female patient who had essure (batch no. C06522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, gravida ii, parity 2 (B)(6) 2013 and (B)(6) 2014 and pre-eclampsia (during first pregnancy). She had non-bleeding internal hemorrhoids. Concurrent conditions included chest pain, shortness of breath, lightheadedness, dizziness, intermittent fever, fruit allergy, penicillin allergy, sulfonamide allergy, colitis, ileitis, smoker, allergic reaction to analgesics and exposure during breast feeding. Concomitant products included buspirone and clonazepam since 2016 for anxiety, cyclobenzaprine for anxiety and panic attacks, dicycloverine (dicyclomine) and omeprazole for chronic gastritis, prednisone for inflammation, lidocaine since 2016 for joint pain, hydrocodone bitartrate;paracetamol (norco) and tramadol hydrochloride for pain management as well as adalimumab (humira), diphenhydramine hydrochloride (diphenhist), ibuprofen, nystatin and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("allergic to nickel or any other component of essure(nickel and trace metals in pelvic area)/ hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"), 11 days after insertion of essure. On (B)(6) 2015, the patient experienced crohn's disease (seriousness criteria hospitalization and medically significant). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("extreme menstrual changes") and alopecia ("hair falling out / hair started falling out"). In (B)(6) 2016, the patient experienced intestinal obstruction (seriousness criteria hospitalization and medically significant). In 2016, the patient experienced hypertension ("hypertension"). On (B)(6) 2016, the patient experienced panic attack ("panic attacks"). In (B)(6) 2017, the patient experienced arthralgia ("hip and joint pain / excruciating joint pain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("stopped bleeding/blood clots / passed clots"), investigation noncompliance ("she did not undergo essure confirmation test "), dysmenorrhoea ("have uncontrolled cycles with very painful cramping"), abdominal distension ("her intestines swelled to the point of the opening being the size of a bb"), abdominal pain ("abdominal pain / lower abdomen on both sides(stabbing pain worse than childbirth)/ experienced stabbing pains in both sides of abdomen"), menorrhagia ("excessive menstruating"), dyspareunia ("intercourse was painful"), joint range of motion decreased ("could not bend over due to pain"), vulvovaginal swelling ("vagina swollen"), vulvovaginal discomfort ("vagina irritated"), vulvovaginal erythema ("vagina red"), abdominal tenderness ("stomach was tender to the touch"), burning sensation ("burning"), depression ("claim that essure worsened a previously existing injury/condition: anxiety and depression"), spinal pain ("spinal pain"), neck pain ("neck pain"), migraine ("migraines/ mid-back, migraines"), pain ("all over body painstabbing pain and unable to move"), anxiety ("caused or aggravated any psychological condition mental anguish suffering associated with myphysical injuries"), galactorrhoea ("lactating"), breast pain ("breast pain"), breast swelling (" breast swollen"), discomfort ("unable pickup my 21 moth old child") and enteritis ("intestine inflamed "). The patient was treated with mesalazine (pentasa) and surgery (salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, intestinal obstruction, crohn's disease, investigation noncompliance, menstrual disorder, allergy to metals, abdominal pain, dyspareunia, joint range of motion decreased, vulvovaginal swelling, vulvovaginal discomfort, vulvovaginal erythema, abdominal tenderness, burning sensation, hypertension, depression, fibromyalgia, spinal pain, neck pain, anxiety, breast pain, breast swelling, discomfort and enteritis outcome was unknown, the genital haemorrhage, arthralgia, alopecia and pain was resolving, the dysmenorrhoea and menorrhagia had not resolved and the abdominal distension, migraine and galactorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, breast pain, breast swelling, burning sensation, crohn's disease, depression, discomfort, dysmenorrhoea, dyspareunia, enteritis, fibromyalgia, galactorrhoea, genital haemorrhage, hypertension, intestinal obstruction, investigation noncompliance, joint range of motion decreased, menorrhagia, menstrual disorder, migraine, neck pain, pain, panic attack, pelvic pain, spinal pain, vulvovaginal discomfort, vulvovaginal erythema and vulvovaginal swelling to be related to essure. The reporter commented: approximate weight at the time of essure placement: 178 lbs discrepancy noted in date of removal 09-feb-2015 and 06-feb-2015. Diagnostic results: within 72-hours of the essure placement and had CT scans and x-rays. She never had the dye test as a result, xr chest pa/lat 2 view electrocardiogram - 12 lead on (B)(6) 2015, findings revealed normal intrauterine anatomy and both tubal ostia visualized. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pain"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("stopped bleeding/blood clots / passed clots"), intestinal obstruction ("intestinal obstruction / bowel obstruction") and crohn's disease ("crohn's disease") in a (B)(6) female patient who had essure (batch no. C06522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, gravida ii, parity 2 ((B)(6)2013 and (B)(6) 2014) and pre-eclampsia (during first pregnancy). She had non-bleeding internal hemorrhoids. Concurrent conditions included chest pain, shortness of breath, lightheadedness, dizziness, intermittent fever, fruit allergy, penicillin allergy, sulfonamide allergy, colitis, ileitis, smoker, drug allergy and exposure during breast feeding. Concomitant products included buspirone and clonazepam in 2016 for anxiety, cyclobenzaprine for anxiety and panic attacks, dicycloverine (dicyclomine) and omeprazole for chronic gastritis, prednisone for inflammation, lidocaine in 2016 for joint pain, tramadol and vicodin (norco) for pain management as well as adalimumab (humira), diphenhydramine hydrochloride (diphenhist), ibuprofen, nystatin, tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate and paracetamol]). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("allergic to nickel or any other component of essure(nickel and trace metals in pelvic area)/ hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2015, 11 days after insertion of essure, the patient experienced fibromyalgia ("fibromyalgia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("extreme menstrual changes") and alopecia ("hair falling out / hair started falling out "). In (B)(6) 2016, the patient experienced intestinal obstruction (seriousness criteria hospitalization and medically significant). In 2016, the patient experienced hypertension ("hypertension"). On (B)(6) 2016, the patient experienced panic attack ("panic attacks"). In (B)(6) 2017, the patient experienced arthralgia ("hip and joint pain / excruciating joint pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), crohn's disease (seriousness criteria hospitalization and medically significant), investigation noncompliance ("she did not undergo essure confirmation test "), dysmenorrhoea ("have uncontrolled cycles with very painful cramping"), abdominal distension ("her intestines swelled to the point of the opening being the size of a bb"), abdominal pain ("abdominal pain / lower abdomen on both sides(stabbing pain worse than childbirth)/ experienced stabbing pains in both sides of abdomen"), menorrhagia ("excessive menstruating"), dyspareunia ("intercourse was painful"), joint range of motion decreased ("could not bend over due to pain"), vulvovaginal swelling ("vagina swollen"), vulvovaginal discomfort ("vagina irritated"), vulvovaginal erythema ("vagina red"), abdominal tenderness ("stomach was tender to the touch"), burning sensation ("burning "), depression ("claim that essure worsened a previously existing injury/condition: anxiety and depression"), spinal pain ("spinal pain"), neck pain ("neck pain"), migraine ("migraines/ mid-back, migraines"), pain ("all over body pain(stabbing pain and unable to move)") and anxiety ("caused or aggravated any psychological condition mental anguish suffering associated with myphysical injuries"). The patient was treated with mesalazine (pentasa) and salpingectomy(surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, intestinal obstruction, crohn's disease, investigation noncompliance, dysmenorrhoea, menstrual disorder, allergy to metals, abdominal pain, menorrhagia, dyspareunia, joint range of motion decreased, vulvovaginal swelling, vulvovaginal discomfort, vulvovaginal erythema, abdominal tenderness, burning sensation, hypertension, depression, fibromyalgia, spinal pain, neck pain and anxiety outcome was unknown, the genital haemorrhage, abdominal distension, arthralgia, alopecia and pain was resolving and the migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, burning sensation, crohn's disease, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, hypertension, intestinal obstruction, investigation noncompliance, joint range of motion decreased, menorrhagia, menstrual disorder, migraine, neck pain, pain, panic attack, pelvic pain, spinal pain, vulvovaginal discomfort, vulvovaginal erythema and vulvovaginal swelling to be related to essure. Diagnostic results: within 72-hours of the essure placement and had CT scans and x-rays. She never had the dye test as a result, xr chest pa/lat 2 view electrocardiogram - 12 lead quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 29-nov-2017: medical record & plaintiff fact sheet received. Events intestinal obstruction, hypertension, anxiety, panic attacks, fibromyalgia, crohn's disease, spinal hip and joint pain, abdominal pain, autoimmune disorder, intestines swelled, burning, neck pain, all over body pain, allergic to nickel, swelling, mental anguish, stopped bleeding/blood clots, excessive menstruating, migraines, could not bend over due tothe pain, intercourse was painful, stomach was tender to the, vagina was irritated, swollen and red, menstruation was very painful are added. Lot number added. Historical condition and drug, concomitant condition and drug, lot number added. Patient, reporter, & product information updated. Essure legal manufacture has changed from bayer healthcare, llc, and milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pain"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("stopped bleeding/blood clots / passed clots"), intestinal obstruction ("intestinal obstruction / bowel obstruction") and crohn's disease ("crohn's disease") in a 33-year-old female patient who had essure (batch no. C06522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, gravida ii, parity 2 ((B)(6) 2013 and (B)(6) 2014) and pre-eclampsia (during first pregnancy). She had non-bleeding internal hemorrhoids. Concurrent conditions included chest pain, shortness of breath, lightheadedness, dizziness, intermittent fever, fruit allergy, penicillin allergy, sulfonamide allergy, colitis, ileitis, smoker, allergic reaction to analgesics and exposure during breast feeding. Concomitant products included buspirone and clonazepam since 2016 for anxiety, cyclobenzaprine for anxiety and panic attacks, dicycloverine (dicyclomine) and omeprazole for chronic gastritis, prednisone for inflammation, lidocaine since 2016 for joint pain, tramadol hydrochloride and vicodin (norco) for pain management as well as adalimumab (humira), diphenhydramine hydrochloride (diphenhist), ibuprofen, nystatin and oxycocet (percocet). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("allergic to nickel or any other component of essure(nickel and trace metals in pelvic area)/ hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2015, 11 days after insertion of essure, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2015, the patient experienced crohn's disease (seriousness criteria hospitalization and medically significant). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("extreme menstrual changes") and alopecia ("hair falling out / hair started falling out"). In (B)(6) 2016, the patient experienced intestinal obstruction (seriousness criteria hospitalization and medically significant). In 2016, the patient experienced hypertension ("hypertension"). On (B)(6) 2016, the patient experienced panic attack ("panic attacks"). In may 2017, the patient experienced arthralgia ("hip and joint pain / excruciating joint pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), investigation noncompliance ("she did not undergo essure confirmation test "), dysmenorrhoea ("have uncontrolled cycles with very painful cramping"), abdominal distension ("her intestines swelled to the point of the opening being the size of a bb"), abdominal pain ("abdominal pain / lower abdomen on both sides(stabbing pain worse than childbirth)/ experienced stabbing pains in both sides of abdomen"), menorrhagia ("excessive menstruating"), dyspareunia ("intercourse was painful"), joint range of motion decreased ("could not bend over due to pain"), vulvovaginal swelling ("vagina swollen"), vulvovaginal discomfort ("vagina irritated"), vulvovaginal erythema ("vagina red"), abdominal tenderness ("stomach was tender to the touch"), burning sensation ("burning"), depression ("claim that essure worsened a previously existing injury/condition: anxiety and depression"), spinal pain ("spinal pain"), neck pain ("neck pain"), migraine ("migraines/ mid-back, migraines"), pain ("all over body pain(stabbing pain and unable to move)"), anxiety ("caused or aggravated any psychological condition mental anguish suffering associated with myphysical injuries") and galactorrhoea ("lactating"). The patient was treated with mesalazine (pentasa) and surgery (salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, intestinal obstruction, crohn's disease, investigation noncompliance, menstrual disorder, allergy to metals, abdominal pain, dyspareunia, joint range of motion decreased, vulvovaginal swelling, vulvovaginal discomfort, vulvovaginal erythema, abdominal tenderness, burning sensation, hypertension, depression, fibromyalgia, spinal pain, neck pain and anxiety outcome was unknown, the genital haemorrhage, arthralgia, alopecia and pain was resolving, the dysmenorrhoea and menorrhagia had not resolved and the abdominal distension, migraine and galactorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, burning sensation, crohn's disease, depression, dysmenorrhoea, dyspareunia, fibromyalgia, galactorrhoea, genital haemorrhage, hypertension, intestinal obstruction, investigation noncompliance, joint range of motion decreased, menorrhagia, menstrual disorder, migraine, neck pain, pain, panic attack, pelvic pain, spinal pain, vulvovaginal discomfort, vulvovaginal erythema and vulvovaginal swelling to be related to essure. The reporter commented: approximate weight at the time of essure placement: 178 lbs diagnostic results: within 72-hours of the essure placement and had CT scans and x-rays. She never had the dye test as a result, xr chest pa/lat 2 view electrocardiogram - 12 lead. On (B)(6) 2015, findings revealed normal intrauterine anatomy and both tubal ostia visualized. Concerning the injuries reported in this case the following one was confirmed in patient's medical records: abdominal pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs received. New event added- lactating. Lab data added. Event outcome added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pain"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("stopped bleeding/blood clots / passed clots"), intestinal obstruction ("intestinal obstruction / bowel obstruction") and crohn's disease ("crohn's disease") in a 33-year-old female patient who had essure (batch no. C06522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, gravida ii, parity 2 ((B)(6)-2013 and (B)(6)-2014) and pre-eclampsia (during first pregnancy). She had non-bleeding internal hemorrhoids. Concurrent conditions included chest pain, shortness of breath, lightheadedness, dizziness, intermittent fever, fruit allergy, penicillin allergy, sulfonamide allergy, colitis, ileitis, smoker, allergic reaction to analgesics and exposure during breast feeding. Concomitant products included buspirone and clonazepam since 2016 for anxiety, cyclobenzaprine for anxiety and panic attacks, dicycloverine (dicyclomine) and omeprazole for chronic gastritis, prednisone for inflammation, lidocaine since 2016 for joint pain, tramadol hydrochloride and vicodin (norco) for pain management as well as adalimumab (humira), diphenhydramine hydrochloride (diphenhist), ibuprofen, nystatin and oxycocet (percocet). On (B)(6)2015, the patient had essure inserted. In january 2015, the patient experienced allergy to metals ("allergic to nickel or any other component of essure(nickel and trace metals in pelvic area)/ hypersensitivity reaction to nickel or any other component of essure"). On (B)(6)2015, 11 days after insertion of essure, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6)2015, the patient experienced crohn's disease (seriousness criteria hospitalization and medically significant). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("extreme menstrual changes") and alopecia ("hair falling out / hair started falling out"). In may 2016, the patient experienced intestinal obstruction (seriousness criteria hospitalization and medically significant). In 2016, the patient experienced hypertension ("hypertension"). On (B)(6)2016, the patient experienced panic attack ("panic attacks"). In may 2017, the patient experienced arthralgia ("hip and joint pain / excruciating joint pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), investigation noncompliance ("she did not undergo essure confirmation test "), dysmenorrhoea ("have uncontrolled cycles with very painful cramping"), abdominal distension ("her intestines swelled to the point of the opening being the size of a bb"), abdominal pain ("abdominal pain / lower abdomen on both sides(stabbing pain worse than childbirth)/ experienced stabbing pains in both sides of abdomen"), menorrhagia ("excessive menstruating"), dyspareunia ("intercourse was painful"), joint range of motion decreased ("could not bend over due to pain"), vulvovaginal swelling ("vagina swollen"), vulvovaginal discomfort ("vagina irritated"), vulvovaginal erythema ("vagina red"), abdominal tenderness ("stomach was tender to the touch"), burning sensation ("burning"), depression ("claim that essure worsened a previously existing injury/condition: anxiety and depression"), spinal pain ("spinal pain"), neck pain ("neck pain"), migraine ("migraines/ mid-back, migraines"), pain ("all over body pain(stabbing pain and unable to move)"), anxiety ("caused or aggravated any psychological condition mental anguish suffering associated with myphysical injuries") and galactorrhoea ("lactating"). The patient was treated with mesalazine (pentasa) and surgery (salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, autoimmune disorder, intestinal obstruction, crohn's disease, investigation noncompliance, menstrual disorder, allergy to metals, abdominal pain, dyspareunia, joint range of motion decreased, vulvovaginal swelling, vulvovaginal discomfort, vulvovaginal erythema, abdominal tenderness, burning sensation, hypertension, depression, fibromyalgia, spinal pain, neck pain and anxiety outcome was unknown, the genital haemorrhage, arthralgia, alopecia and pain was resolving, the dysmenorrhoea and menorrhagia had not resolved and the abdominal distension, migraine and galactorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, burning sensation, crohn's disease, depression, dysmenorrhoea, dyspareunia, fibromyalgia, galactorrhoea, genital haemorrhage, hypertension, intestinal obstruction, investigation noncompliance, joint range of motion decreased, menorrhagia, menstrual disorder, migraine, neck pain, pain, panic attack, pelvic pain, spinal pain, vulvovaginal discomfort, vulvovaginal erythema and vulvovaginal swelling to be related to essure. The reporter commented: approximate weight at the time of essure placement: 178 lbs diagnostic results: within 72-hours of the essure placement and had CT scans and x-rays. She never had the dye test as a result, xr chest pa/lat 2 view electrocardiogram - 12 lead on(B)(6)2015, findings revealed normal intrauterine anatomy and both tubal ostia visualized. Concerning the injuries reported in this case the following one was confirmed in patient's medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.